Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. DHR review was completed for the subject lot number (1233032). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1233032) for similar events (complaint category keyword: functional: unable to place implant into osteotomy) and 4 other complaints were identified. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the inability to place implants into osteotomy have not identified any signals indicating potential manufacturing non-conformances impacting primary stability. Therefore, escalation to CAPA is not required. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. H3 other text: to date, device has not been returned.

Manufacturer narrative:
Additional information was received from the subsidiary in india. Subsidiary confirmed that they became aware of this complaint on (B)(6) 2021.

Event description:
No further event information available at the time of this report. Subsidiary confirmed a different awareness date. For details see section h10.

Manufacturer narrative:
Zimmer biomet (B)(4). Device lot number: not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant was unable to be placed into osteotomy. Implant lacked of primary stability and it was removed. Tooth location 33.

Event description:
Item lot number provided by the customer.

Manufacturer narrative:
Lot number was provided by the customer. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H4: manufacturer date.